Event description:
According to the reporter: procedure: lar. The device was used on the rectum for stapling but when the tissue was resected, no staples were noted on the tissue. Manual suturing was used to resolve the issue. It took the surgeon about an hour more to finish the procedure. No further pt issue or injury was reported.